Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 480 mg/dl. Customer other relevant blood glucose level was 300 mg/dl. The customer stated that insulin pump gives the no delivery alarm and troubleshooting was declined for high blood glucose level as well as no delivery alarm. The customer was treated with the insulin pump. The device will not be "retuned" for analysis.